Manufacturer narrative:
Dannik has completed a thorough review of all available records related to this device and associated lot numbers traced to this user facility (lot no. 2106pni024003 & 2107pni024001) including manufacturing and incoming inspection records for all sub-assemblies, components and raw materials. This lot passed all manufacturing and quality control inspections and no irregularities or abnormalities were found during the record review. Review of vigilance reports did not reveal any trends, as this is the first known occurrence of this issue to date. The suspect device was retained, but to-date has not been returned for evaluation despite serval attempts made by dannik and our distributor. Pictures provided show a short piece of suture material (est. 1" length) with what appears to be a knot tied on one end. Pictures also show the bag body and tether with clean cut across the material. The user stated these were performed after the incident occurred, however testing to recreate the cutting along the tether results in an identical short piece of suture material falling free from the tether, including the knotted portion. Without the returned device, it is impossible to determine from the provided information if the remnant suture has a knot or if it is just curled and therefore the exact root cause cannot be determined. The closure suture material is wholly contained within the bag mouth and tether, except for the closure loop which never enters the patient. Therefore, the remnant suture material can only have resulted from blatant misuse by the user or contamination during the manufacturing process. Dannik has provided these findings to our customer to share with the end user and already taken internal corrective actions to address the potential root cause within manufacturing to ensure it will not recur in the future. This event did not result in patient harm in this instance, but has a probability to result in patient harm if the piece of suture material is not removed. Therefore, out of an abundance of caution dannik is notifying the appropriate regulatory authorities. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will re-open and reassess our investigation and response at that time.

Event description:
Dr. (B)(6) was performing a laparoscopic appendectomy. He had been in-serviced previously on the bag and the facility had moved to the pni0240 in (B)(6) 2021. After removing the appendix and while irrigating the area, dr. (B)(6) noticed a thread up near the liver. He took several pictures and removed the foreign body. He reported the incident on tuesday, (B)(6) 2022. (B)(6) was the cst and (B)(6) was rn in the room during the procedure. The appendix was very small and took up less than 1/3 of the bag. There were no instruments used near the bag or on the bag for removal; no cautery used near the bag. A portion of the bag was saved and sent to pathology where it is currently being kept. There were no other pieces of material in the abdomen; just the thread (according to (B)(6)). He extracted the appendix and the tech placed it on the back table (still in the closed bag) then he was irrigating to prepare to close when he saw the string in the pelvic region (not by the liver) that is when he stopped and went to the table to see if the bag string was the same color. He cut the top of the bag off which is why there is a picture of the top portion of the bag. He cut the tether to look at the string more closely and to see if he could find where it came from. He opened the seam along the tether. They could not find where the string was missing from the bag.